Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Initial reporter phone #: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for scale misaligned on lot # 7270913. Investigation summary: customer returned (1) loose 31g x 6mm, 0.3ml bd insulin syringe (used). Consumer reported the zero scale mark is lower than it should be. The returned sample was examined and tested with a 0.3ml syringe plug gauge: the leading edge of the 5 unit scale marking falls within the plug gauge spec, therefore it passes. A review of the device history record was completed for batch# 7270913. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. There were two (2) notifications noted for excessive ink. There was one (1) notification noted for scratched print based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was scale marking issues with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: misallocated zero scale mark. The zero scale mark is lower than it should be. The extra space is initially confirmed by pushing plunger forward. The top portion of rubber stopper is filled into the extra space. Sample contaminated with : injected into a puppy.